Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release remained attached whereas the infusion set's tubing disconnected from it while she was either getting ready for bed or sleeping. She tucked it in and knew for sure that there was no tugging. She had this issue six different times. The site location was either her leg, arm or stomach and the pump was securely located on her hip. The infusion had been in use for less than a day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.